Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
The home patient (hp) stated her wheelchair busted the line open during the initial drain. On (B)(6) 2010 product surveillance spoke with the hp who stated she has an electric wheelchair and this particular night the patient line was caught in the wheel and the line 'snapped'; the hp stated it was a 'clean break'. The hp confirmed there were no adverse events as she clamped off right away to avoid infection. The hp stated when she gets up to use the bathroom it's awkward trying to maneuver. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Additional information: an engineering quality review was completed for this report of a damaged cassette. The report was not confirmed in the lab due to a lack of sample. The root cause of the report was not determined. The homechoice patient at-home guide provides instructions for ending therapy early. This review finds the labeling adequate for how to end therapy in the case of accidental use errors. The lot number is unknown; therefore, a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.